Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 300 mg/dl range over the previous 4-5 days. Normal blood glucose is 100-150 mg/dl. The infusion cannulas have not been bent. There was insulin leaking in the system, but pt believes it came from the infusion set connector because, it was not connected properly. The insertion needle extended correctly before he used the insertion device. No error messages were received on the infusion device. Pt treated hyperglycemia by delivering insulin through the infusion device. Alleged infusion sets were discarded and were not requested for eval. Pt was sent samples of 2 types of infusion sets to try. The pt did not require treatment from a health care professional or second party to address the issue.